Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. Upon visual inspection, the white/black suture was missing from the device, and no problem was found with the suture loop. No suture torn was observed on the device. Upon functional testing, it was noted that the suture loop was still able to function as required. No problem found.

Event description:
It was reported that during an anterior cruciate ligament surgery the loop of the tight-rope was already retracted in the package. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 28-mar-2023 it was confirmed that the device was used on the patient and tore when the loop of the tight rope was already half closed. All parts were retrieved and a new device with the same part number was used to finish the procedure successfully.